Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. The patient was seen at their physician office for device check. The available information suggests no changes in programming were made. No adverse patient effects were reported.